Manufacturer narrative:
Device evaluated by MFR: the device was returned in a right curved position. Visual analysis did not reveal any defects. The steering knob and tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against a curve template and passed both the right and left curve tests. X ray showed no obvious anomalies; there was no evidence of guide coil collapse and the center support was not bent. The device was soaked for two hours in a 37°c bath prior to undergoing a buckling force test. The peak load measured during the test was within specification. A bending test was also performed and the load observed was within specification. The reported failure was not confirmed through analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Age at time of the event: the patient was born in 1937. (B)(4).

Event description:
It was reported a perforation and cardiac tamponade occurred. An intellanav mifi oi ablation catheter was selected for use during a premature ventricular contraction (pvc) ablation procedure in the left ventricle (lv). The physician attempted to map the lv using a retrograde approach. Both fluoroscopy and a boston scientific rhythmia mapping system were utilized to visualize the catheter. After five minutes of manipulating, the patient experienced a drop in blood pressure and signs of cardiac tamponade were observed on fluoroscopy. Echocardiography confirmed cardiac tamponade; a perforation of the lv occurred. Due to the event, the procedure was not completed. An urgent pericardiocentesis and drainage were performed and the patient was stable. The patient was discharged two days later without ailment. It was noted that the physician had not felt resistance while manipulating the catheter and that the patient did not have any preexisting cardiac conditions other than pvc. It was also reported that while mapping the lv, the physician noticed it was not possible to curve the catheter enough to map the lv outflow tract and he felt that the perforation was related to the ¿very bad performance of the deflection¿; however, returned device analysis found the device to be within specification.